Event description:
The masimo root device pulls in air on the bottom to vent the main chassis. When this is clogged with matter (dust/lint/etc) the device heats up. The well for the thermometer is on the side of the unit, kept mostly internal to the chassis. The device being warmer than intended causes the thermometer to be "pre-heated" when it is pulled from the well it should use predictive mode to measure the temperature based on the rise as it heats relative to patient contact. However, in the "pre-heated" case it immediately switches to continuous monitoring and measures the reading at several degrees higher than patient temp. This comparison is based on using a stand-alone welch allyn thermometer of the same design, but not integrated into the root chassis. Manufacturer response for masimo root, masimo (per site reporter). Masimo has acknowledged the issue and has responded thoroughly. This will have to be a tiered solution, it is possible to clean the inlet and restore normal functionality, but it's not clear at what point the error returns, so this is not an ideal solution. Masimo proposes using their tir-1 infrared thermometer, which we are in the process of piloting. Short term we have stopped using the masimo thermometers and will use stand-alone welch allyn thermometers. Long term, device ventilation, cooling, and chassis design may have to be adjusted. It is also possible that scanner accessory bracket, or temp probe mounting hardware will change to address the issue.